Manufacturer narrative:
Unit received with currents in spec. No unexpected low battery. Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery or audio beep anomaly noted. No ticking noted during our testing. Stripped battery cap coin slot. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. Unit was monitor and no unexpected audio beep anomaly noted.

Event description:
It was reported via phone call, that the act button on the insulin pump is unresponsive. It was also reported that the customer received a no delivery alarm, as well as a low battery alarm. Customer's blood glucose level at the time was in the 300 mg/dl range. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.